Event description:
Pt reported, she got a shock when using the unit.

Manufacturer narrative:
Investigation: the pt says that the unit is shocking her. DHR review revealed that the unit was manufactured by zynex on 01/26/2011 with no issues. Unit passed zynex final testing with no issues. Mode = ifc, low, timer: 40 mins., data: 2277 mins, 64 times. Visual inspection of the outer enclosure and accessories was normal, lead wires have black ends which is normal and that is what the pt was describing, there was no sign of burn marks. Minimal wear was assessed. Inspection of the pcb showed no problems or issues, the unit tested good. The unit has not had eco 1142 applied. This corrected the potential for a shocking sensation. After applying eco 1142 (re-programmed the processor to 1.60 firmware), the unit and accessories passed the zynex medical final test procedure. Unit released to the service area for processing into the used inventory. Conclusion: the shocking sensation felt by the pt could likely have been the firmware issue found by engineering. Corrective action: the firmware was revised to correct the potential of an increased stimulation shock sensation after one min of stimulation in the ifc mode. Eco (B)(4) was implemented on (B)(6) 2011.